Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed. The root cause was a "bag had disconnected." Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) about a connection issue that occurred on the home choice (hc) unit during use. The hp stated that the bag had become disconnected, and the bag filled with air. The technical service representative (tsr) asked the hp if they still had the supplies but the hp said no. There was patient involvement but no injury of medical intervention reported.